Manufacturer narrative:
(B)(4), received: 03/20/2017. It was reported that the patient was experiencing power switching events. Three batteries ((B)(4)) were returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device ((B)(4)) that was not returned met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of two of the batteries ((B)(4)) revealed that the batteries passed visual examination and functional testing. Failure analysis of (B)(4) revealed that the battery failed visual examination due to an illegible release indictor on the output cable. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. The most likely root cause of the illegible indicator on the output cable can be attributed to patient use or due to wear. Functional testing of (B)(4) revealed that the battery had a high max error. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A high max error will cause the battery to flash red on the battery charger. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. The illegible indicator and high max error findings are not related to the reported event. An attempt was made to replicate the issue by manipulating the batteries connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and controller was stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log file analysis also revealed premature power switching events due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and a communication error between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections between the controller and batteries and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the batteries ((B)(4)) revealed that the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Also, during the log file analysis (B)(4) experienced power switching due to a communication error between the battery and the controller. The manufacturer has opened an internal investigation to evaluate intermittent power disconnections. Two batteries ((B)(4)) were not returned for evaluation. Review of the receiving inspection records confirmed that the associated devices ((B)(4)) that were not returned met all requirements for release. The most likely root cause of the reported event can be attributed to momentary disconnections and a communication error between the controller and batteries. Controller ((B)(4)) was returned to the miami lakes facility and evaluated under (B)(4) (MFR# 3007042319-2016-03706). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. Other product involved in this event: battery / (B)(4). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient recognized that the controller changed from one power to the other before the batteries were down to 25%. This was suspected to occur only on port 1. Log files were sent and the batteries were exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
After review of additional information received other relevant history, model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date and evaluation codes have been updated accordingly. It was reported that the patient was experiencing power switching events. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the batteries revealed that the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries ((B)(4)). Also, during the log file analysis battery ((B)(4)) experienced power switching due to a communication error between the battery and the controller. Two batteries were not returned for evaluation both (B)(4) were involved in the premature power switching events. Review of the receiving inspection records confirmed that the associated devices that were not returned met all requirements for release. The most likely root cause of the reported event can be attributed to momentary disconnections and a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4)/1650de - expiration date: 02/29/2016 - device manufacture date: 02/19/2015. (B)(4) - received: 07/07/2016. Battery - (B)(4)/1650de - expiration date: 11/30/2016 - device manufacture date: 11/01/2015. Battery - (B)(4)/1650de - expiration date: 10/31/2016 - device manufacture date: 10/01/2015. Corrected data: catalog number. (B)(4).